Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the occlusion knob jammed, could not be turned. The perfusionist moved the roller pump from the cardioplegia (cpg) position to the water jacket position, as he was able to use it in the fully occluded setting. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed. The field service rep (fsr) was able to un-jam occlusion with moderate pressure. The occlusion knob was removed, cleaned and the threads re-lubed. Occlusion was operating appropriately (there was no noticeable debris in the threads). With the knob cleaned and preventative maintenance performed, the unit operated to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.